Event description:
It was reported that the pt was treated with perioperative antibiotics. The pt's last pump refill took place in 2008. The pt developed an infection in the lumbar area. The pt was diagnosed with meningitis. No pt symptoms were reported. It was unk if a culture was obtained. The pt was treated with a total system explant and IV antibiotics. The infection resolved. It was reported that the pt's pump contained dilaudid. Reference MFR report #6000030200802177.

Manufacturer narrative:
Result: refers to the catheter. Final device analysis of the pump revealed catheter access port leakage due to a broken o-ring which prevented sealing. Catheter analysis revealed no anomaly found-acceptable catheter testing.